Event description:
It was reported pt had no stimulation sensation in the left back. Also, there were high impedance on a lead. Company representative indicated that at default settings, impedance on 0 with anything was >4000, but 0-1 was 1547 and all other pairs were 1547 or less. The impedances at 3.0v, 240 pw measured 3100 on everything with 0 and 1 expect for 1-2 which measured 1549 and all other pairs measured 1549. On 4, 450 pw, >4000 on all 0 pairs except for 0-1 which measured 2970, everything with 1 measured 2970 except for 1-2 which measured 2221 and everything else was 659-1700s. Therapy impedance were 399 and 688. Company representative had attempted programming and stated that with electrode 0 at 10.5v and 450 pw, pt was reporting no simulation. It was recommended 1 be attempted, but reviewed 1 does have higher impedances. At the time of this report, no further info was reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).